Event description:
I have been having pelvic pain on my left side for about 6 months. I finally went to my pcp who ordered an xray and a CT can. My essure coil on my left that was placed on (B)(6) 2018 had fragmented and come complete apart. My dr feels this what my pain along with heavy periods with clots are caused by. I have also been experiencing horrendous migraines, painful sex (not able to with husband in around 8 months) hair loss and stomach pain as well as insomnia.